Event description:
Adverse event: neurological deficit, intervention. Time of adverse event. Post procedure. Device issue: none. It was reported via trial that an rx acculink stent was successfully implanted in the left internal carotid artery on (B)(6) 2010. The pt was taking plavix in hospital, but after discharge on (B)(6) 2010, the pt did not take plavix, although aspirin 81 mg was taken. Five days post procedure, on (B)(6) 2010, the pt experienced dizziness and visual loss in the left eye lasting less than 1 minute. Plavix was resumed at an increased dose of 150 mg qd. The visual loss was considered resolved on (B)(6) 2010, although chronic intermittent dizziness persisted at 30 days post procedure. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported neurological deficit/dysfunction, visual disturbances and dizziness are known adverse events as listed in the acculink instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.